Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3355-4031, 4k c-mount arthroscope, 30°, 4 mm x 152.5 mm serial/batch number (B)(6), was received for evaluation. Visual inspection revealed nicks and bends on the scope's tip, indicating possible interaction with another instrument during use or mishandling. Functional testing was conducted due to the damage. The most likely cause of the reported failure is user mishandling. The instrument was manufactured on january 20, 2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an ar-3355-4031 arthroscope lens had a sharp edge. This was discovered after the case with no patient harm.